Manufacturer narrative:
The impella 5.0 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
"The complainant reported a (B)(6) male patient had impella 5.0 pump inserted in the right axillary for circulation manage and to perform radical cure (vsp repair) in two phases. It was reported that on (B)(6) 2019 pci was performed; however, patient¿s recovery was not very good. Impella was removed on (B)(6) 2020 and the patient experienced thrombotic complication (non-central venous system). On (B)(6) 2020, patient¿s blood flow was insufficiency and upper right limb was noted. Thrombus was removed using a forgaty catheter. Per the physician, thrombus flew when the impella was explanted. The event was deemed an impella device-related complication. No further information was provided.